Manufacturer narrative:
Investigation pending.

Event description:
Customer reported false negative urine hcg results with medi-lab performance hcg urine test-dipstick vs. Ultrasound. Negative results were observed when urine testing was performed with medi-lab performance hcg urine test - dipstick vs. A sonogram showing gestational age around (B)(6).